Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the internal backup battery of the power module could not be connected properly. The black plug of the power cable for the internal backup battery was loose.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged battery clip on the power module (B)(6) was confirmed via testing of the returned product. The power module (B)(6) was returned to the european distribution center with a damaged streamline clip. The unit was then forwarded to product performance engineering (ppe) for further testing. Damage to the streamline connecting the backup battery to the power module was confirmed. Provided information indicated that the device was not in use at the time of the event and there was no patient involvement. A root cause for the reported event was determined to be a damaged streamline cable. Incidental findings: - damage power supply pcb: the unit was connected to ac power and the unit did not power on as intended. Multiple test ac power cords were used and the issue persisted. The unit was disassembled for further analysis. A test power supply print circuit board (pcb) was connected to the returned unit and the unit was able to power on as intended. The issue was isolated original power supply pcb. Due to the metal encasing of the power supply pcb, further troubleshooting was unable to be performed. - damage main pcb, u19: the unit was then connected to a test system monitor, test system controller, and a mock circulatory loop. However, communication to the system monitor was not successfully established. Circuit analysis was performed on the main pcb. The j7 connector outputs were measured, with specific attention to pin 1 (display transmission). Output values did not measure at the expected typical value of 3-4 mv dc. The circuit was traced to the microprocessor u19, specifically pin 13, as this is connected to the pin 1 output of j7. Measurements at this pin fluctuated between 1.3 - 2.5 mv dc. Typical values measured on the test board yielded a consistent ~4.7 mv dc. The microprocessor is responsible for multiple functions, including contribution to the display transmission function of the power module; therefore, damage to this component would result in the observed issues. Replacement components were not available at this time and a replacement was not performed. No further troubleshooting was performed. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate IFU section 3 ¿ ¿powering the system¿ instructs users to keep the power module and mobile power unit dry and away from water or liquid. Heartmate 3 instructions for use section 4- ¿heartmate touch communication system¿ and heartmate 3 patient handbook section 6 - ¿cleaning and maintaining equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The device was not in use at the time of the event and no patient was involved.

Manufacturer narrative:
Section a: there was no patient involvement. G4: PMA number corrected. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.